Event description:
Add'l info rec'd from MFR 1/8/01: the implantable cardioverter defibrillator (ICD), model 1851, was not returned for analysis. The leads, model 145, and model 4054 were not returned for analysis. Guidant trends infections by sterile lot numbers to assess the integrity of each sterile lot. There have not been any other complaints of infection associated with the sterile lot for either the ICD or the leads.

Event description:
Office visit pt reports that incision area opened over the implantable cardiac defibrillator. Area reddened, warm, drainage present. Pt admitted to hosp. Three days later incision area opened and explored. Determined by physician that device needed to be explanted. Device and leads removed.